Manufacturer narrative:
Manufacturer narrative: the customer reported that they are having issues transfering the patients on the cns (central monitoring system). Specifically, tile 3 showing asm-ccu45/e090 which is suppose to be a bsm is showing signal loss and tile 12 asm ccut3 which is suppose to be tele is showing the patient on the bsm. The customer was informed that the names got changed and they would have to change the names and stop monitoring and move the device to the correct tile to resolve the issue. The device was never sent in for evaluation as the issue has been resolved. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they are having issues transferring the patients on the cns (central monitoring system). Specifically, tile 3 showing asm-ccu45/e090 which is suppose to be a bsm is showing signal loss and tile 12 asm ccut3 which is suppose to be tele is showing the patient on the bsm.